Event description:
The nurse reported they tried to prime the system but the system would not accept the cassette. The cases were canceled per the surgeon's request. The first pt was given dilation drops and prepped for surgery. That pt was on the operating room table waiting for the surgery to begin. However, no incisions were made. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and did not confirm the complaint reported. A system message was noted in the event log. The fluidics module was replaced and will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 06/12/2009.